Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported to the rep that during a medical procedure, the acetabular reamer handle snapped and was disposed of by the hospital. There was no surgical delay.